Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One used needle suture piece and one empty labeled winding former outside the foil packet were received for analysis. During the visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture piece was examined a long of strand and no issues related to fraying suture was observed. However, the end of the suture was noted elongated and appears to be broken. The product code nw2493. Contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Per the condition of the returned sample, no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 2/20/2025 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: * when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient) ? * a suture of "low quality" was reported. Please provide additional details of the deficiency observed. * can you identify the lot number of the product used? * were there any patient consequences? Suture breakage ¿ during use on patient low quality- suture thread fraying lot no -t3001 and t4007 no patient consequence the following information was received: lot no- t3001 and t4007 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a cleft palate procedure on (B)(6)2025 and suture was used. Suture breakage at middle and another suture of low quality. There were no patient consequences reported. Additional information was requested.